Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup dm acetabular shell 50, code 01.26.50mb - lot 090242 ((B)(4) shells produced): all parameters were found to be in accordance with the specs valid at the time of mfg. All the items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.